Event description:
In 2004, the pump was programmed to deliver 54ml of primacor 20mg/100ml at a rate of 9ml/hr. The contact reported the 100ml bag of primacor "looked full" and minimal wast was noted during priming of the IV tubing. A second nurse verified the programmed settings and the infusion was started between 0945 and 1000. At 1045, the pt complained of a headache and was treated with 650mg of tylenol. At the completion of the infusion, the bag "appeared almost empty" instead of containing the expected 46ml. The pt's vital signs reportedly remained stable throughout the infusion. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. The pt was discharged home at 1600.